Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional via regulatory agency reported that after bilateral intraocular lens (iol) implantation, there was reduced visual acuity/ visual loss. The lens was cloudy. Currently the iol exchange was not recommended with very good visual acuity (r/l c.c. 1.0) and an increased complication rate with iols implanted for many years. Additional information was received stating the patient had good prognosis with very good visual acuity and patient was nevertheless subjectively disturbed by the turbidity. Lens explant was not planned. There are two medical device reports associated with this patient. This report is associated with the left eye.